Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy pulmonary vasculature, the reload placed on tissue and closed it but the surgeon was unable to press the green button and the device did not fire. This happened with the second black reload. A new handle and reload was used to complete the case. There was no patient injury.